Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
A customer contacted heartsine to report that on/off button is not working on their device. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
A service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. Upon receipt the device failed to power on upon pressing the on/off button. The fault was attributed to corrosion on the on/off contact pads on the membrane pcb. This had resulted in the on/off button dome failing to make contact with its contact pads on the membrane panel; therefore, the device was unable to be powered on. The corrosion on the on/off button, the membrane tail and inside the j11 connector would indicate that the device was stored outside of the indicated conditions.this device shall be scrapped and replaced. The customer received a replacement device.

Event description:
A customer contacted heartsine to report that on/off button is not working on their device. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.